Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: it was confirmed that the shaft for opening and closing the forceps, and the tip of the forceps were broken. The forceps were broken at the axis. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the breakage of the forceps (at distal end) can be attributed to the application of excessive force and wear and tear due to material fatigue. This supplemental report includes a correction to d4, g2, and h3 from the initial medwatch. Also, information has been added to d9 and h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when this hicura hand instrument was inserted into the abdominal cavity and an attempt was made to grip the tissue, the jaw at the tip fell off. The fallen part has been recovered. The procedure was completed using another forceps. The issue occurred at the first use after borrowing the demo machine. The device was inspected with no abnormalities noted prior to use. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.